Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported a patient with a 27mm 11500a implanted five (5) years, one (1) month, underwent valve-in-valve procedure due to severe aortic stenosis. Patient presented with dyspnea, fatigue, and heart failure due to valvular disease. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve. Case went great. Patient was in stable condition at the end of the procedure.